Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in urgent care and the spikes on the electrocardiogram did not show up. They also reported experiencing dizziness and wondered if the pacemaker is working. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.